Event description:
Customer reported experiencing a past low blood glucose event, with the specific value displayed as "low" and the cause unknown. The customer addressed the blood glucose with glucose nasal spray. Customer was advised to consult with a healthcare provider to discuss potential factors affecting blood glucose levels.